Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 7-north 1 main drawer 4 failed. The customer stated that during recovery attempts, a clicking sound was heard twice; however, the drawer does not open. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 had failed. A field service engineer identified that main drawer 4 intermittently failed to open fully and was difficult to close. Inspection of the latch housing revealed two broken mounting screws, which caused the housing to become loose and introduced additional friction in the latch mechanism. The fse replaced the broken screws and secured the latch housing to the drawer frame. The drawer was then verified to open and close smoothly with no further issues. The system functioned as intended after the field service engineer repaired the device.